Manufacturer narrative:
The lead was surgically abandoned and will not be returned for analysis. Therefore, bsc crm cannot confirm the reported clinical observations. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Subsequent information was received in (B)(4) 2011 stating that during a procedure to revise this patient's other products, a fragment of this surgically abandoned lead was found in the pocket upon dissection. The lead fragment was explanted and will be returned. As of today, no products have been received in our post market quality assurance laboratory. This product issue will be updated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that this atrial lead was exhibiting noise, loss of capture and impedance measurements greater than 2500 ohms. Fluroscopy revealed a fracture and a revision procedure was performed. The lead could not be removed from the patient's body and was surgically abandoned. A new lead was implanted without further incident.